Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for draw volume (underfill) was observed. Additionally, five (5) retention samples from bd inventory were evaluated by functional testing and no issues were observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during the manufacturing of the product. This complaint has been confirmed for the indicated failure mode draw volume (underfill). Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends. H3 other text : see h. 10.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br that tubes were underfilling. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br that tubes were underfilling. There was no report of impact to patient or user.